Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. The returned lens was received in a re-sealable plastic bag. Visual inspection under microscope revealed that the lens was cut in two pieces most probably to allow the removal. The pieces were adhered to each other. Surface particles and viscoelastic residues were observed most probably related to handling out of a controlled environment. The borders of the pieces of lens were inspected and the alleged sharp edge was not identified. The cut in the lens to allow the removal was not taken in consideration. A manufacturing record review was performed; no associated deviation or non-conformity report (ncr) was generated during the manufacturing process. Manufacturing process control was evaluated and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the physician attempted to implant an intraocular lens (iol), model zcb00, into the patient, the patient''s anterior capsule collapsed due to a sharp edge on the iol. The physician had to perform an emergency vitrectomy and the lens was removed. There was no incision enlargement performed and another lens was implanted. There was no patient injury. No other information was provided.